Event description:
It was reported that during lead repositioning procedure, the pulse generator exhibited premature elective replacement indicator. After a device software download, normal device function resumed.